Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was stuck in loop of errors. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant alarm followed by another alarm due to moisture damage on the electronics. The moisture damage found on the motor. The insulin pump had cracked case at display window corner, belt clip slot, minor scratched and cracked display window and missing end cap sticker.